Event description:
It was reported that the cassette not attached properly - alarm whenever the door latch is closed.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Problem found with dso (downstream occlusion) sensor. Psi was too low, psi reached about 2 psi. After calibration pump passed downstream test. The cause of the reported problem was traced to calibration of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.